Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6)-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 2003, depression, breast tenderness, mental disorder nos, chickenpox and esophageal reflux. Previously administered products included for an unreported indication: ranitidine, vitamin d and vitamin b12. Concurrent conditions included hypothyroidism, hypertension, gerd, smoker, iron deficiency anemia, musculoskeletal disorder nos, constipation, herpes simplex and endometriosis. Family history included depression (father, mother). Concomitant products included amlodipine since (B)(6) 2011, hydrochlorothiazide since (B)(6) 2011, ibuprofen from (B)(6) 2010 to (B)(6) 2016, levonorgestrel (mirena), levothyroxine since 1996, paracetamol (acetaminophen), ranitidine since (B)(6) 2011 and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and headache ("headaches"), 5 months 25 days after insertion of essure. On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with bupropion, fluoxetine, prochlorperazine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and nausea had resolved and the vaginal haemorrhage, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : lab data revealed that hysterosalpingogram test was performed prior; however, in recent pfs it was mentioned "essure confirmation test(s) conducted, specify : no" pathology report post essure removal states that there are coils found within the orifice of both the left and right fallopian tubes, and are also found within the lumen of each fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : nausea, pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information were added and updated. Date of insertion and date of removal were added. This case becomes incident. Medical history, concomitant drug and historical drug were added. Lot number were added. Event : abnormal bleeding (vaginal), menorrhagia, migraines, depression, mental anguish, dysmenorrhea (cramping), nausea, headaches were added. Event verbatim were updated as physical pain/pain. Outcome of the event physical pain/pain were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 40-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 2003, depression, breast tenderness, mental disorder, chickenpox and esophageal reflux. Previously administered products included for an unreported indication: ranitidine, vitamin d and vitamin b12. Concurrent conditions included hypothyroidism, hypertension, gerd, smoker, iron deficiency anemia, musculoskeletal disorder nos, constipation, herpes simplex and endometriosis. Family history included depression (father, mother). Concomitant products included amlodipine since january 2011, hydrochlorothiazide since january 2011, ibuprofen from november 2010 to november 2016, levonorgestrel (mirena), levothyroxine since 1996, paracetamol (acetaminophen), ranitidine since january 2011 and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and headache ("headaches"), 5 months 25 days after insertion of essure. On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with bupropion, fluoxetine, prochlorperazine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and nausea had resolved and the vaginal haemorrhage, migraine, depression, anxiety and headache outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : lab data revealed that hysterosalpingogram test was performed prior; however, in recent pfs it was mentioned "essure confirmation test(s) conducted, specify : no" pathology report post essure removal states that there are coils found within the orifice of both the left and right fallopian tubes, and are also found within the lumen of each fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : nausea, pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.